Manufacturer narrative:
The reported issue is associated with a known advisory related to the potential for medtronic programmer and remote monitoring software applications to display an inaccurate remaining longevity estimate. A recall number is not available in this instance. Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2019; 5071-35 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited shorter than expected longevity estimate due to a remote monitoring network software estimator error. The correct calculation was provided. No patient complications have been reported as a result of this event.